Event description:
It was reported to boston scientific corporation that spyscope ds ii complaints was used during cholangioscopy procedure performed in the bile duct on (B)(6) 2023. It was reported that upon connecting the spyscope to the controller, no image was displayed. The procedure was not completed due to this event and will be rescheduled. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation noted that there were no elevator marks on the shaft of the catheter. An image assessment for visualization was performed. Upon plugging the device into the controller, a live image was displayed. Articulation of the catheter had no effect on the image. X-ray imaging of the distal tip showed no problems with the redistribution layer (rdl). No camera wire damage was observed in x-ray imaging of the distal cap. No camera wire damage was observed in the pebax region proximal to the working channel sleeve. X-ray imaging of the handle showed no problems with the breakout region or camera wires around the strain relief. X-ray imaging shows no damage to the camera wires at the printed circuit board assembly (pcba). The handle was opened and the electrical components inside were inspected visually. There was procedural residue seen near the plastic optic fibers (pof), visual assessment showed no problems with the glue feature. The bond of the glue feature to the pcba was inspected; tweezers were used to wiggle the glue feature. The connection of the camera wires to the pcba was also inspected by slightly lifting the bottom of the glue feature for each of the four camera wires using the tip of the tweezers. No impact to image was seen after these interactions. A leak test was conducted to determine if a leak path into the optics lumen was present based on observed residue in the breakout region. The device was pressurized by injecting fluid through the irrigation port of the device while the distal end was inserted into a mock common bile duct (cbd) fixture. Capacitance readings were recorded using a liquidity coverage ratio (lcr) meter while the fluid was being injected. No change to capacitance was noted and no changes to image were observed. Fluid was also not seen exiting the breakout; a leak was not detected. The reported event was not confirmed. During product analysis, a live image was seen upon insertion of the device and after conducting a leak test, no leak was observed; there were no changes to the live image. Based on all gathered information, the probable cause selected is no problem detected, which indicates that the device complaint or problem cannot be confirmed. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Block h11: correction to block e1 (initial reporter email).

Event description:
It was reported to boston scientific corporation that spyscope ds ii complaints was used during cholangioscopy procedure performed in the bile duct on (B)(6) 2023. It was reported that upon connecting the spyscope to the controller, no image was displayed. The procedure was not completed due to this event and will be rescheduled. There were no reported patient complications as a result of this event.